Manufacturer narrative:
Follow-up #1: date of submission 09/30/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/14/2015 with the following findings: there was evidence of a partially discharged battery being installed observed in the black box on (B)(6) 2015. There was a battery compartment crack observed below the grip pad. The pump's current draws were within specifications. There was evidence of moisture contamination inside the pump on the force sensor housing.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.